Manufacturer narrative:
Concomitant medical products: product ID: 977d260, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via company representative (rep) on (B)(6) 2016 stating that shortly after the trial leads were pulled, the patient started experiencing extremity weakness and incontinence. The leads were implanted for trial on (B)(6) 2016 and explanted on (B)(6) 2016. Although the reporter was not present for the lead pull, it was noted that the lead entry site was "oozy". The patient was admitted to the hospital and it was determined that they had an epidural hematoma, so surgery was conducted on or around (B)(6) 2016. At the time of report the patient no longer had weakness in their extremities, but they were still in the hospital and were improving. The patient reported having several falls after the lead pull, but it was unknown whether the falls were related to the stimulator trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.